Manufacturer narrative:
Two needles were returned cut from the tubing, so freezing performance testing could not be conducted. Manufacturing records could not be reviewed since the lot numbers are unknown. The needles were disassembled and inspected. No visible soldering gaps or voids were not found. A vacuum sleeve insulation test was conducted and ice formed on one of the vacuum sleeves, indicating a loss of insulation. Microscopic inspection of the vacuum sleeve was conducted and soldering flux residuals was identified on the external surface of the vacuum sleeves. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. There was no injury to the patient.

Event description:
During a cryoablation procedure, the needle experienced an isolation defect. The physician used gel to prevent skin burn. The procedure was finished as normal and only sterile gel was needed to protect the skin.

Event description:
During a cryoablation procedure, the needle experienced an isolation defect. The physician used gel to prevent skin burn. The procedure was finished as normal and only sterile gel was needed to protect the skin.